Event description:
Was starting IV with bd #22 insyte angiocath (autoguard shielded cath) refre #381423. Vein blew. Retracted needle by pushing button. Mechanism clicked and moved but needle did not retract and when removed stuck tip of left middle finger.